Event description:
It was reported that the right atrial (ra) lead had a fracture at the suture sleeve site. Review of performance data revealed high threshold and high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4074 implantable pacing lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.